Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve the patient was on extracorporeal membrane oxygenation (ECMO). Computed tomography (CT) imaging was not able to be obtained due to the patient¿s status and only transthoracic echocardiogram (tte) measurements were available for valve sizing. The decision was made to implant a 23 millimeter (mm) valve. ECMO continued during the implant procedure and the valve was implanted at an appropriate depth. As reported, it was initially difficult to distinguish via the angiogram which specifically, central aortic insufficiency and/or paravalvular leak (pvl), presented but moderate to severe leak was identified. A single inflation post dilation with a 21 mm non-medtronic balloon was performed which did not resolve the pvl as confirmed via echocardiogram. The physicians noted the ECMO impact and then performed another dilation with a 24 mm non-medtronic balloon in attempt to resolve the issue. However, there was "not much change" after this post dilation even after weaning the patient off the ECMO briefly in order to perform the angiogram. As a result, an additional 23 mm valve was implanted which reduced the pvl to trace to mild. Per the physicians, the 23 mm valve may have been undersized as the sizing was only based off the tte measurements and that a 26 mm valve may have had a better end result. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Both paravalvular leak (pvl) and regurgitation are known potential adverse events per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. It was suspected, per the physicians, that the valve may have been too small for the patient anatomy. In this case, the patient may have had a larger inner diameter than appropriate for the 23mm valve, which was selected solely on transthoracic echocardiogram (tte) measurements. The regurgitation and pvl remained after post-implant balloon aortic valvuloplasty (bav) on the first valve, and was resolved only after a second valve was implanted in a higher position and followed by a post-implant bav. Per the evolut pro+ device instructions for use (IFU), prior to use, ¿the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.